Event description:
I was reported that a uv-flash solution transfer set had a connection issue with a 1.5 l uv twin bag (baxter-product). The reporter stated that, when connected, there was a gap between the spike root of the set and the spike port of the bag. This was noticed during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available

Manufacturer narrative:
(B)(4). Additional information: the used device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The uv spike outer diameter was measured and found to be within specification. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.